Event description:
Physician was performing a routine angiogram and reported that the distal end separated from the catheter shaft while in the aorta. The distal end (about 8cm) lodged in the iliac artery. To date (11/02), the segment has not been removed. In the meantime, the patient has been discharged from the hospital. Physican indicated that the catheter may have been re-used.